Manufacturer narrative:
Hyperpigmentation is an expected side effect, however this is reportable since cynosure is unable to investigate the incident. The customer site declined to provide any information regarding the incident/patient.

Event description:
Patient experienced hyperpigmentation from a laser treatment in 2012, but cynosure was made aware on 4/18/2016.